Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak from a unicel dxc 800 synchron system. Specifically, the no foam reagent was leaking from the "y" tubing on the left side of the no foam container. The customer stated that the leak was occurring occasionally. The customer did not observe broken fittings or damage to the no foam bottle. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer was on site (B)(6) 2011 and replaced the no foam assembly. Bec identifier for this report is (B)(4).